Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) patient with a 29mm valve implanted in the mitral position underwent a valve in valve procedure after an implant duration of 14 years and 7 months due to valve degeneration. As reported, the procedure had to be postponed one week because the patient had developed a thrombosis.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that this (B)(6) patient with a 29mm valve implanted in the mitral position underwent a valve in valve procedure after an implant duration of 14 years and 7 months due to valve degeneration leading to stenosis. The procedure was postponed one week because the patient had developed a thrombosis related to the valve. A 29mm transcatheter valve was implanted in the disabled valve. The patient was noted to be in good condition after the procedure.